Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracked on the screen of the pump. The customer stated that the pump fell. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.